Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The caller stated that the customer woke up thirsty and was not feeling well. The customer's blood glucose was 307 mg/dl at the time of hospitalization. The customer experienced sleepiness, thirst, nausea and vomiting. She noted that the customer may have had a viral infection and sore throat as well. The caller did not observe any significant events leading to the emergency room visit. The customer was treated intravenous fluids and used insulin from home before being discharged. The customer reported finding a bent infusion set cannula. The customer's most recent blood glucose was 454 mg/dl. He did not exhibit any symptoms of high blood glucose currently. Upon troubleshooting, the insulin pump passed a high pressure test and worked as designed. He was advised to change the entire set, reservoir and insulin and to treat per doctor's instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-58412.